Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant attempt, the screw mechanism failed. The lead was not used. No patient complications have been reported as a result of this event.